Manufacturer narrative:
(B)(4):the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the cut wire was discolored. A functional evaluation found that continuity existed between the 2-in-1 connector and the exposed cutting wire, which allowed proper conductivity across the device. The resistance across the 2-in-1 connector and the cutting wire measured within the cutting resistivity specification. The length of the exposed cutting wire was with in specification and the device tip bowed past the 90 degree minimum bowing specification. Although the complaint of no electric current could not be confirmed, the most probable root cause for the customer complaint is operational context.

Event description:
It was reported to boston scientific corporation that a autotome rx sphincerotome was used during an endoscopic sphincterectomy (est) procedure performed on (B)(6), 2010. According to the complainant, during the procedure the autotome rx sphincerotome would not cut the papilla. The procedure was completed with another autotome rx sphincerotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a autotome rx sphincerotome was used during an endoscopic sphincterectomy (est) procedure performed on (B)(6), 2010.according to the complainant, during the procedure the autotome rx sphincerotome would not cut the papilla. The procedure was completed with another autotome rx sphincerotome.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.